Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after ablating the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv), and part of the right inferior pulmonary vein (ripv), the physician noted difficulty in advancing and retracting the merit inqwire rosen j tip guidewire inside the farawave pulsed field ablation catheter. The physician did not feel like the guidewire was stuck but the guidewire appeared to be caught on something and was not sliding smoothly. The ablation was completed, and the catheter was removed from the body, and the guidewire was inspected and had deformities. It was suspected that the catheter was the cause to the guidewire having deformity. There were no patient complications. Additionally, on the back of the table post-procedure, the catheter was tested, a 0.35 guidewire was inserted into the catheter and resistance was felt approximately three-fourths of the way up in the catheter. After pushing through the resistance, the guidewire was able to move more freely with less resistance in the catheter. The catheter is expected to return for analysis. It was further reported that the catheter was not deployed without a guidewire inserted. No tissue was seen at the tip of the catheter or guidewire.

Event description:
It was reported that after ablating the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv), and part of the right inferior pulmonary vein (ripv), the physician noted difficulty in advancing and retracting the merit inqwire rosen j tip guidewire inside the farawave pulsed field ablation catheter. The physician did not feel like the guidewire was stuck but the guidewire appeared to be caught on something and was not sliding smoothly. The ablation was completed, and the catheter was removed from the body, and the guidewire was inspected and had deformities. It was suspected that the catheter was the cause to the guidewire having deformity. There were no patient complications. Additionally, on the back of the table post-procedure, the catheter was tested, a 0.35 guidewire was inserted into the catheter and resistance was felt approximately three-fourths of the way up in the catheter. After pushing through the resistance, the guidewire was able to move more freely with less resistance in the catheter. The catheter was received for analysis. It was further reported that the catheter was not deployed without a guidewire inserted. No tissue was seen at the tip of the catheter or guidewire.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheter array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.